Manufacturer narrative:
The explanted device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead and associated implantable cardioverter defibrillator (ICD) presented to the emergency room after receiving inappropriate shocks from the device. Interrogation of the device revealed noise that was oversensed, resulting in many nonsustained episodes. It was also reported that the pacing impedance had been in the range of 500 ohms but had jumped to greater than 2,500 ohms in (B)(6) 2016. It was noted the patient was not dependent on pacing. Tachy therapy was programmed off and the patient was hospitalized. A lead revision was performed three days later, where this lead was surgically abandoned and the device was explanted. A new rv lead and device were implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.